Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
On 01/04/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was admitted to the hosp on (B) (6) 2007, for complications resulting from a blood clot in her leg. During hospitalization, the pt was administered heparin on several occasions. Upon info and belief, on at least one occasion, the heparin administered to the pt was a contaminated heparin product. Shortly after the pt was administered heparin, she was diagnosed with having developed an adrenal hemorrhage.